Event description:
Graft migrated posterior to the plate. Upon re-operation, a significant inflammatory response was observed. Bone migration portein (bmp) infuse was used in conjunction with graft containment plate and cornerstone device. Pt was revised with corpectomy and fusion procedure.